Manufacturer narrative:
Device was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The distal portion of the anchor has broken at the suture slot and was not returned for examination. Dimensional assessment is prohibitive due to the anchors condition. With the limited clinical details regarding patient bone quality and site preparation a root cause cannot be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that during drilling the bone for insertion of the device, when starting to place the implant and after having screwed almost half of it, without applying any kind of force device broke into two pieces within the patient. Half of the implant was removed. Surgeon decided to place two twinfix 3.5 laterals to the broken one. Delay was less than 30 minutes and no patient injuries were reported.